Manufacturer narrative:
Potential root causes were identified as the following material degradation, inconsistency on testing method, equipment misaligned or unleveled and equipment wear due to operator. As a corrective action an engineering change order 44731 was created to update the routings steps for the manufacturing of the temperature therapy blankets. The updates included more specific assembly instructions for the operator to follow, listing out the specific parameter sheets to follow, adding the acceptance criteria for the testing done per lot, as well as more specifics on what to look for in the visual inspections. New mandrels were ordered to ensure no variation. Quality assurance visited the plant to discuss implementing a standard process for shimming the dies, and how often to check if the plates are level. Engineering change order 42778 was created to switch from the current polyurethane/polyvinyl chloride blend tubing to new polyurethane tubing. The new tubing was tested and passed design verification/process validation testing, as well as age testing. Product was produced and was visually inspected, hand pulled and then sterilized. Once sterilized they were american national standards institute (ansi) level I sample tested by manually hand pulling the connectors and running with t700 units. All blankets that were tested passed. The investigation is complete at this time. We will provide a follow up report if additional information becomes available.

Manufacturer narrative:
This report was entered as a result of extra blankets with different lot numbers being returned by the customer for previous complaint call (B)(4), MDR 2320762-2017-00002. This complaint call (B)(4) was initially received on 1/10/2017 the complaint was reopened on 3/16/2017 and set for regulatory review, after further evaluation. Therefore, this MDR 2320762-2017-00006 was not submitted within the 30 calendar days of becoming aware. A report was received for finished good part number t5037st stating "blanket leaking from under insulated portion of hose". It soaked patient dressing and caused extra effort and time. They went through 4 blankets with similar problem before finding one that didn't leak. The lot number reported was the blanket sub-assembly lot number 43151116. The sample was received and testing was performed; leaking was seen coming from where the tubing is welded to the material. Testing was performed on blanket raw material inventory and no leaking was seen. Action point (B)(4) was open by the qc manager to address the conclusions and analysis related to leaking blankets. Device history record of the subassembly work order (B)(4) part 5037, was reviewed no issues related to leaking coming from under insulated portion of hose on blanket, were found during the manufacturing process. No further information is available at this time. We will provide a follow up report if additional information becomes available.

Event description:
*** Quality issue details *** date of occurrence: (B)(6) 2016. When did quality issue occur? During use. Who was using or operating the product when the quality issue occurred? Health professional. Was a medical procedure involved? No. Name of medical procedure: not applicable. Did the quality issue cause a delay in the medical procedure? Not applicable. Detailed description of quality issue: leaking coming from under insulated portion of hose on blanket. It soaked patient dressing and caused extra effort and time. They went through 4 blankets with similar problem before finding one that didn't leak.